Manufacturer narrative:
(B)(4). The system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker stated that repositioning was performed as the system was not placed in right. The patient was experiencing pain and stated that the leads moved and were coming out of the skin of which a revision was said to have been performed. The patient also complained that more flutters were occuring after the device was repositioned. The pacemaker remains in service. No additional adverse patient effects were reported.